Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652, ra lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for high sensing integrity counts (sic), high pacing impedance, no bipolar capture, and t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.